Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that the cardiohelp would not display pven values with the hls attached. The failure occurred during priming. A getinge field service technician (fst) was sent for investigation and repair. The failure could be replicated, but was related to the hls. When the fst attached his test hls, the values were displayed as normal. Therefore, no parts were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log files of the reported cardiohelp device were reviewed and no failures could be confirmed on the date of event. The fst stated, that the most probable root cause is a defect of the hls set. Additionally, according to the risk file v24 of the cardiohelp device the following root causes can lead to the reported failure: wrong pressure information e.g.: disturbed (emi) pressure sensor. Response time is too long. According to the instruction for use of the involved disposables (hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0, v2.4, chapter 6.1 preparation and installation and quadrox-ir small adult / adult, chapter 7.2 priming the system) the pressure sensors have to be calibrated and checked before priming. Furthermore, the cardiohelp has a flow/bubble sensor and a venous probe to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. The review of the non-conformities has been performed on 2023-10-12 for the period of 2018-06-26 to 2023-09-25. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2018-06-26. Based on the results the reported failure "no pven readings" could be confirmed, but is not related to a malfunction of the device. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
A getinge field service technician (fst) was sent for investigation and repair. The failure could be confirmed, but was related to the hls. When the fst attached his test hls, the values were displayed as normal. Therefore, no parts were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that the cardiohelp would not display pven values with the hls attached. No harm to any person has been reported. Complaint ID: (B)(4).

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
*UDI related data quality updates only* this follow-up emdr is submitted to include the UDI number for device related to this event, please refer to section d4 unique device identifier (UDI) for the complete UDI number. The investigation results have not been changed since the last emdr (mfg report number.